Event description:
The reporter called in to report her sensor fell off in the middle of the night and is having trouble receiving a new one from dexcom. Also, pt reported she's having problems with accurate readings that she now has to recalibrate twice a day if she doesn't want to stop from having a readings that are way off/inadequate. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).